Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hospitalized due to heart failure. The doctor opened the intubation packaging, check the intubation, and found that the cuff beside the intubation was leaking air. It was replaced with a new one immediately without causing injury.